Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with "an accuracy issue" was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. No repair was necessary to fix the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had an accuracy issue. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.